Event description:
Burned skin/ reddened spots on the lower back/ severely reddened spots [thermal burn]. Scabbed [scab]. Reddened spots on the lower back, which later ruptured/ she has real holes there/ opened [wound]. Reddened spots on the lower back, which later ruptured and wept [wound secretion]. Heat chambers had ruptured [device breakage]. Heatwrap was used overnight [intentional device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip, unknown lot#) from (B)(6) 2015 at 1 patch for muscle tension. Medical history included diabetes mellitus. The patient's concomitant medications were not reported. She mentioned she used the heatwrap overnight. On the morning of (B)(6) 2015 the heat chambers had ruptured, resulting in burned skin at the respective sites. The events were further described as being at first reddened spots on the lower back, which later ruptured and wept. The treating physician commented "she has real holes there." The patient confirmed no blisters occurred but severely reddened spots that initially scabbed but then opened and wept. A surgical intervention was not necessary. The burns were at first treated with burn gel, then with ointment and the burns were further treated by a general physician. Thermacare was permanently withdrawn in response to the events. There were no relevant lab data. The burns had resolved on (B)(6) 2015 and any lasting damage was not expected. The outcome of scab was unknown. A causal relationship was reported as "assured." Additional information has been requested and will be provided as it becomes available. Follow-up (19oct2015): new information from a contactable reporter includes: product usage, indication, medical history, reaction data (additional events: wound, wound secretion and device breakage), treatment, outcome and causality. Follow-up attempts completed. No further information expected. Follow-up (04nov2015): new information received from the pharmacist included: reaction data (scabbed). Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events thermal burn, scab, wound, wound secretions, device rupture, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events thermal burn, scab, wound, wound secretions, device rupture, and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets final 10-day EU and 30-day FDA reportability.

Event description:
Burned skin/ reddened spots on the lower back [thermal burn]. Reddened spots on the lower back, which later ruptured/ she has real holes there [wound]. Reddened spots on the lower back, which later ruptured and wept [wound secretion]. Heat chambers had ruptured [device breakage]. Heatwrap was used overnight [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist. A (B)(6)-year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) from (B)(6) 2015 at 1 patch for muscle tension. Medical history included diabetes mellitus. The patient's concomitant medications were not reported. She mentioned she used the heatwrap overnight. On the morning of (B)(6) 2015 the heat chambers had ruptured, resulting in burned skin at the respective sites. The events were further described as being at first reddened spots on the lower back, which later ruptured and wept. The treating physician commented "she has real holes there." A surgical intervention was not necessary. The burns were at first treated with burn gel, then with ointment and the burns were further treated by a general physician. Thermacare was permanently withdrawn in response to the events. There were no relevant lab data. The burns had resolved on (B)(6) 2015 and any lasting damage was not expected. A causal relationship was reported as "assured." Additional information has been requested and will be provided as it becomes available. Follow-up (19oct2015): new information from a contactable reporter includes: product usage, indication, medical history, reaction data (additional events: wound, wound secretion and device breakage), treatment, outcome and causality. Follow-up attempts completed. No further information expected.